Manufacturer narrative:
Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis or non-calcific degeneration. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Svd, a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The device was not returned for evaluation, as it was discarded. Based on the available information, the root cause of the event was likely due to patient related factors and the progression of the patient's underlying valvular disease pathology. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a 25mm pericardial aortic valve was explanted after an implant duration of 13 years, 10 months due to "worn out" (deteriorated) valve. A 23mm pericardial aortic valve was implanted in replacement. Patient expired on pod #14 of unreported cause(s) but it was confirmed to be unrelated to the newly implanted valve. Through review of medical records, this (B)(6) year old male had a medical history of chronic heart failure nyh class iii, hypertension, hyperlipidemia, diabetes mellitus type 2, aortic stenosis s/p avr, and mitral valve repair. He underwent redo aortic valve replacement due to bioprosthetic aortic stenosis and redo mitral valve repair due to mitral insufficiency and 1-vessel coronary bypass graft. The procedure was extremely difficult. It was very difficult to get the old valve out. Intraoperatively, the old aortic valve was extremely adherent to surrounding tissues, very inflamed, this took approximately an hour to excise the valve. After this, the left atrium was opened mitral valve was examined (which contains a 30mm annuloplasty ring implant duration of 13 years, 10 months. Structurally, the mitral valve appeared to be intact. Transesophageal echocardiogram showed only mild mitral insufficiency, it was felt the mitral valve would improve after aortic stenosis was relived. A stitch was placed to reapproximate the a2 and p2 cusp in a better fashion. Then the left atrium was closed, and the aortic 23mm pericardial aortic valve was placed. Sutured were placed in horizontal fashion with pledgets on the ventricular surface of the annulus. Once complete, the surgeon felt the right coronary ostium was compromised which he did a bypass to the right coronary artery. Then all clamps were removed. At this time, tee was repeated while coming off bypass. It looked reasonably good. There was still mild to moderate mitral insufficiency and aortic valve looked good except for one very tiny perivalvular leak. Iabp was placed for additional support. Hemostasis was very difficult to achieve at the end of procedure. Blood products were administered and chest closed. The patient was taken back to the intensive care unit in stable condition. Subsequently, the patient did well initially; however, he developed respiratory failure and had to be reintubated. He remained in the intensive care unit for several days. Then patient developed a right pleural effusion. A right chest tube had been placed during his intensive care unit stay. On pod # 11, he was extubated and appeared to be doing exceptionally well and suddenly became apneic and arrested. He did not respond to resuscitative measures and expired on pod# 14. The cause of death is unclear; however, it appeared to the surgeon it was due to pulmonary embolus. Patient's po2 was very low on the arterial blood gas. He never developed any rhythm or cardiac output during the resuscitative.